Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed power error detected. The customer¿s blood glucose level was 14mmol/l at the time of the incident. It was reported that the battery icon was green while pump alarmed replace battery. The patient had to replace battery 4 times in one week. The patient will monitor pump. The insulin pump will not be returned for analysis.